Event description:
It was reported that the quick release would not lock in place and had 2 other issues before with a bent cannula and possible occlusion. Customer's blood glucose was 479 mg/dl. Customer treated with bolus. Customer stated that when she removed the needle guard before insertion the needle was bent. Customer reported the insulin pump alarmed no delivery. Customer stated that the alarm was resolved by a complete set change. It was also mentioned that customer's blood glucose was 301 mg/dl. The customer was advised to monitor the next few infusion sets to see if this maybe a defect in the lot. Advised the customer the infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.